Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. As a result, the cause of the reported issue cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during dwell 4 of 4. A baxter technical service representative (tsr) assisted the care giver (cg) to close all the clamps and the transfer set. The tsr had the home patient (hp) check for any unused the supply lines. The cg stated they use three bags and only had three the supply lines. The tsr asked the cg to check for any leaks or holes in the solution bags. The cg stated everything looked ok. The tsr had the cg cycle the power and the hc alarmed se 2367 (fail safe shutdown). The tsr had the cg turn off the machine, disconnect the hp and advised the cg to contact the patient?s pd nurse (pdn) regarding the se 2240 alarm and therapy options. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection, clear passage testing, and clamp function testing were performed with no issues. The device was tested on a lab homechoice machine with no issues. The reported issue could not be confirmed. The cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.